Event description:
A customer reported a tandem mobi cartridge alarm occurrence. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.